Event description:
Info was received that reported a pt was hospitalized in 2009, due to an incident of hyperglycemia. It was reported that the pt had difficulty inserting the infusion set, the cannula did not seat fully into the patient's site. The pt choose to try to "smash it in" and continue with his insulin therapy. Sometime later, he became ill and was brought to the hospital. He was admitted with high blood glucose. He was treated with IV hydration and insulin injections, the infusion set was removed and it was discovered the cannula was kinked. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the eval.